Event description:
The patient contacted animas on (B)(6) 2012 reporting that after swimming the pump shut off. The patient stated that the pump was initially on and was "buzzing" but when buttons were pressed the pump shut off and would not turn back on. The patient stated that water was seen behind the display screen. The patient confirmed no damage to the pump or battery cap. The patient was unsure if the battery cap was properly tightened prior to swimming with the pump. This report is made based on the allegation of the pump power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned for investigation with visible moisture in the display lens. On testing, the pump would not power on. A leak test was performed and revealed a leak in the case seal. The pump was opened for investigation and revealed moisture present inside the pump. Complete functionality testing was not able to be performed due to moisture ingress.